Event description:
An adc sales representative reported that a customer's freestyle lite meter was reading very high compared to a hospital meter that read very low. It is unknown what readings the customer received and at what time. However, the customer lost consciousness and was taken to a hospital, where they were diagnosed with severe hypoglycemia. The adc sales representative also reported that the customer had an injury; however, the details regarding this event are unknown. The treatment given is also unknown. Attempts have been made to obtain additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.